Event description:
(B)(6) study. It was reported a transient ischemic attack occurred. Prior to the procedure, the patient underwent atrial fibrillation ablation with pulmonary vein isolation using cryo method. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 26 mm. After the implant procedure, the patient was started on aspirin and apixaban. On (B)(6) 2021, the patient was discharged. On (B)(6) 2021, 357 days post index procedure, the patient experienced a transient ischemic attack (tia). It was noted that at the time of the event, the patient was on aspirin. The tia event was diagnosed by magnetic resonance imaging (MRI) with contrast and extracranial duplex. On the same day, the event was noted to have been resolved.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
Option study. It was reported a transient ischemic attack occurred. Prior to the procedure, the patient underwent atrial fibrillation ablation with pulmonary vein isolation using cryo method. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 26 mm. After the implant procedure, the patient was started on aspirin and apixaban. On (B)(6) 2021, the patient was discharged. On (B)(6) 2021, 357 days post index procedure, the patient experienced a transient ischemic attack (tia). It was noted that at the time of the event, the patient was on aspirin. The tia event was diagnosed by magnetic resonance imaging (MRI) with contrast and extracranial duplex. On the same day, the event was noted to have been resolved. Additional information reported that on (B)(6) 2022, a cranial MRI with contrast revealed old postischemic defect in the right cerebellar region, clear vascular encephalopathy without any signs of fresh ischemia, and no space-occupying lesion. No severe stenoses of the intracranial vessels, hypoplasia in the left v4 segment in the comparison of the sides. Oral medication was adjusted to treat the event. During this time, the patient was recommended to continue aspirin.